Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04182 / 4183).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record reported revision due to possible metallosis. During the procedure, it was noted there were no signs of dislocation, synovitis, metallosis, or loosening. The modular head was revised. A poly bearing was implanted

Manufacturer narrative:
There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2017- 00104.)

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative record reported revision due to pain, metallosis, and synovitis. The modular head and acetabular cup were revised.